Event description:
Patient report a left side implant exchange from textured to smooth due to the concern's of the product. Healthcare professional later reported "rupture/deflation" device explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening and broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient report a left side implant exchange from textured to smooth due to the concern's of the product. Healthcare professional later reported "rupture/deflation" device explanted.